Event description:
During a remote follow-up, episodes of myopotential oversensing were observed on the right ventricular (rv) lead. Insulation damage of the rv lead was suspected, but was unable to be confirmed. No intervention has been performed at this time. The patient was stable and will continue to be monitored.